Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that this patient, female, had her catheter (single-lumen powerpicc) maintained in this hospital. It was found that aspiration was difficult to be done. X-ray showed an acute angle in the right subclavian vein. Radiography in dsa indicated that the catheter was not broken and removed. A visible sign of crease was found around 25 cm away from the insertion site. There was a high potential of damage if continued indwelling was performed. The length of the catheter pre-placed is 35 cm.

Event description:
It was reported that this patient, female, had her catheter (single-lumen powerpicc) maintained in this hospital. It was found that aspiration was difficult to be done. X-ray showed an acute angle in the right subclavian vein. Radiography in dsa indicated that the catheter was not broken and removed. A visible sign of crease was found around 25 cm away from the insertion site. There was a high potential of damage if continued indwelling was performed. The length of the catheter pre-placed is 35 cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph and video file, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed, but the exact cause was unknown. Two photographs and a video were provided for evaluation. The photographs depicted a single lumen powerpicc catheter which contained a kink in the catheter tubing in the distal 1/3 length. The video was of a screen showing an x-ray of the upper chest of a patient. A catheter-like object was seen in the region of the upper svc and contained a kink. No observable evidence suggested the cause of this event. Should the physical sample be returned at a later time, this investigation will be updated. This event will be recorded for future trending and monitoring of this complaint type.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph and video file, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed, but the exact cause was unknown. One 4 fr sl powerpicc catheter was returned for evaluation. The catheter extended up to the 35 cm depth marker. Blood and usage residues were present throughout the catheter. A kinking in the catheter was observed at the 25 cm depth marker. Two photographs and a video were also provided for evaluation. The catheter digital samples corresponded with the returned sample. The catheter was flushed with water and no leaks were observed. Microscopic inspection of the kink location revealed a crease in the material with white stress discoloration. The catheter was cut in order to measure the wall thickness at the 26 cm depth marker. The wall thickness was found to be within manufacturing specification. Based on the information provided, likely contributing factors include catheter securement, catheter manipulation, and patient's anatomical features. Since a kink was observed on the returned catheter sample, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that this patient, female, had her catheter (single-lumen powerpicc) maintained in this hospital. It was found that aspiration was difficult to be done. X-ray showed an acute angle in the right subclavian vein. Radiography in dsa indicated that the catheter was not broken and removed. A visible sign of crease was found around 25 cm away from the insertion site. There was a high potential of damage if continued indwelling was performed. The length of the catheter pre-placed is 35 cm.